Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that crossing difficulties were encountered. The target lesion was located in the calcified left anterior descending artery (lad). A 32 x 3.00 promus premier select drug-eluting stent was advanced for treatment, but the device failed to cross the lesion. The procedure was completed with no patient complications reported. However, returned device analysis revealed shaft break.

Manufacturer narrative:
E1: initial reporter address 1:(B)(6). Device evaluated by MFR: promus select ous mr 32 x 3.00mm stent delivery system was returned for analysis. Visual, tactile, microscopic and dimensional analysis was performed on the device. Visual examination identified the stent had damage at the proximal section. A visual and tactile examination of the hypotube shaft identified a break at 25.5cm distal to the distal end of the strain relief. Multiple hyptoube kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Examination of the crimped stent via scope found evidence of stent damage with stent struts lifted at the proximal section. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. The undamaged crimped stent od (outer diameter) was measured, and the result was within max crimped stent profile measurement. No other device issues were identified during returned product analysis.